Manufacturer narrative:
.

Event description:
The pt reported that his deep brain stimulation was explanted due to infection. No pt symptoms were reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.